Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 8 events were reported for this quarter. Product return status 8 devices were evaluated based on historical data analysis. Additional information 8 devices were not labeled for single-use. 8 devices were not reprocessed or reused.

Event description:
This report summarizes 8 malfunction events in which the device reportedly overheated. - 5 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 1 event had the problem identified before clinical use/exposure; there was no patient involvement. - 2 events had patient involvement: no patient impact.